Manufacturer narrative:
(B)(4) - device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set's adhesive between (B)(6) 2024 to (B)(6) 2024. The patient reported infusion set fell off during use. Few infusion sets were in use for hours while some upto 2 days. The blood glucose level was 200 mg/dl the patient replaced infusion set and resumed insulin successfully. No further information available